Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 426mg/dl. It was stated that the infusion set was inserted manually in the abdomen. The customer changed the infusion set and the cannula was not bent. Performed a self test and the insulin pump passed the test. It was also stated that the alarm history revealed an error alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.